Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The sensor lot expired as of 31-jan-23, therefore, sensor testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" message with the adc device was reported after nine (9) days of wear and the customer was unable to obtain readings. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment by a glucagon injection administered by a non-healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.